Manufacturer narrative:
(B)(4) date sent: 09/13/2021 device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. Further analysis shows staple marks on the anvil half washer indicating staple presence at the time of firing. The staples from the device most likely were advanced into the cutting washer and not the anvil due to the misalignment of the device at the time of firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. The device was reloaded with staples and the device was tested for functionality and fired. The staple line was complete; however, the anvil and guide face was noted to be slightly misaligned possibly due to the damage noted on the knife by pressing it hard enough against the anvil, resulting in some staples would not fully form a b-shape, however, the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # p5871u. Additional information received: proximate pph procedure set (product code pph03) used in a stapled hemorrhoidectomy procedure; customer encountered firing issue (no staples deployed for anastomosis), leading to profuse bleeding/rectum perforation that required suturing and repair. Pph03/ p94765 used in stapled hemorrhoidectomy procedure. On firing the stapler, it was found that the stapler had cut the tissue but did not deploy any clips for anastomosis, leading to profuse bleeding. He had to suture and repair the open wound and controlled the bleeding. The patient is under observation and is stable as of now. Patient had rectal perforation and bleeding happened which surgeon managed with hand suturing for recto-anal anastomosis. Patient had to stay admitted for 5 more days instead of 1 day under special observation or any further clinical consequences. Additional information was requested, and the following was received: was the device received through authorized jnj channels? Yes was the safety in place until the device was fired? Yes was there visual confirmation that the washer was present? Yes was the device difficult to close? No wat the device difficult to fire no was the device fired in one continuous stroke? Yes was there confirmation that the washer was cut? Yes were there any staples seen in the surgical field? No staples found was the post-operative care of the patient altered in anyway? Yes, patient was kept under observation for one week after anastomosis performed by hand suturing could you please clarify if there were any patient consequences? Patient had rectal perforation and bleeding happened which surgeon managed with hand suturing for recto-anal anastomosis. This is an analysis of two videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first video shows a device on a table. The device is taken by a person and the anvil is retracted and the washer can be seen totally cut. The knife is exposed and no anomalies could be observed. The second photo shows tissue and appears to be slightly bleeding on the surgery. However, no staple line can be observed. Based on the videos the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. Further analysis shows staple marks on the anvil half washer. The device was reloaded with staples and the device was tested for functionality and fired. The staple line was complete; however, the anvil and guide face were noted to be slightly misaligned possibly due to the damage noted on the knife by pressing it hard enough against the anvil, resulting in some staples would not fully form a b-shape, however, the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the pph03 was fired but stapler pins was absent and only cutting happened which led to perforation. The surgery was delayed by 60-minutes. The procedure was completed successfully by hand-suturing. No fragments were generated.